Manufacturer narrative:
The main component of the system and other applicable components are: product ID: db-5000, lot# 082105515, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: accessory.  Analysis of the stimloc clip lot# 082105515: lead retention test ¿ the returned clip was tested with a known good base, cap and lead. With the clip inserted into the base and a lead passed through the clip, the clip closed onto the lead without difficulty and held the lead securely. The cap was also attached with no issues observed. The system was able to hold a lead securely in place, exceeding the 0.5 lbs retention force stated in the product specification.

Event description:
Information was received from a manufacturers&#63506;epresentative regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that at the time of implant that the doctor observed that the lead had pulled back even though stimloc was in closed position. The doctor re-implanted lead to desired location within 5 minutes and used a new clip. Placement was confirmed with x-ray. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.